Event description:
It was reported that the patient experienced uncomfortable stimulation. Troubleshooting revealed high impedances on the lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated.